Event description:
The surgeon performed t10-l1 lami with t11-t12 vcr and t6-l3 psf on the (B)(6) female patient (B)(6) with severe kypho-scoliosis on (B)(6) 2011. Sixteen total mas were implanted left/right segmentally from t6-l3 while skipping vcr level. A large round pyramesh titanium cage was inserted into the anterior spinal column at t11-t12. Two x10 fixed crosslinks were placed in the final construct. At some point post-op, the surgeon reported an "event" did occur but the patient did not know the rod broke. Upon returning to (B)(6) clinic for regular post-op visit it was actually the mother that noticed on the xray that the left rod has snapped in half at the vcr level. The surgeon replaced both rods on (B)(6) 2011 with new set screws for both mas and x10 crosslinks. Patient's d.o.b. (B)(6).

Manufacturer narrative:
(B)(4): the rod has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal fusion from t6-l3 with a vertebral column resection at t11-12 and laminectomy at t10-11 to treat severe kypho-scoliosis. It was reported that sometime post-op an event occurred but the patient did not know the rod broke. Upon returning to the clinic for a regular post-op visit it was discovered that the left rod had broken at the vcr level. The patient underwent a revision surgery in which both rods were replaced as well as new set screws for the bonescrews and connector. No additional patient complications were reported.

Manufacturer narrative:
Macroscopic examination confirms rod breakage. Visual and optical examination of rod surface near the area of fracture surface crack origination provides evidence of rod v-shaped mark consistent with rod bender utilization, which may have acted as a stress concentrator. Fracture surface analysis suggests a multi-modal failure, with an initial flat fracture with progressive striations, subsequently followed by single cycle bend stress overload as evidenced by the river lines and shear lips, resulting in ultimate failure of the rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.